Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds and a balloon pinhole was noted. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.